Manufacturer narrative:
One sample was received for evaluation. Visual examination of the returned product confirmed an insufficient amount of adhesive at the tubing connection due to the tubing not being inserted into the dispenser to the proper depth. Proper bonding techniques are being reviewed with manufacturing personnel. In addition, sample size of visual inspection for this product will be increased for the next three months, and the issue will be monitored for trend. The device history was reviewed with no related issues found. Review of the complaint database indicates this is the only reported issue of this type for this product code in the past 24 months. Smiths was able to confirm the issue and determine the cause. No additional action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
The reporter stated that "the tubing fell out of the cassette on the clamp side." There was no patient injury or treatment associated with this event.